Event description:
The analyzer produced biased results for beta-hcg on a quality control (qc) sample and a pt sample. The biased pt result was not reported, since the out of range value obtained on the qc sample alerted the technician and the pt sample was repeated. There was no report of pt harm as a result of this occurrence.